Manufacturer narrative:
E1/establishment name: (B)(6) added here due to character limitation in respective field. The device was returned to olympus for evaluation and the evaluation found the following: the plastic distal end cover had a sharp edge (snag), the bending tube was shortened and the angle could not be restored, the connecting tube had a scratch pocked-pouch, the up/down knob had paint peeling off and was less than the specified value, and the charged coupled device had lines. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the colonovideoscope had transverse lines appear on the monitor during testing. The device was returned for evaluation. During the device evaluation, the following was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, although the adherence/clogging of the material was confirmed, olympus could not identify the material. Therefore, a definitive root cause could not be determined. Three attempts were made to obtain additional information, including details about reprocessing steps, but no response was received from the customer. The event can be detected/prevented by following the instructions for use which state: IFU evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. IFU: evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.